Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. A merge cardio product problem was identified internally. The problem could lead to incorrect accession numbers on reports. If images are sent without an order, the images will be matched with the order based on the current patient/modality matching. The report then reflects the incorrect accession number for the order and does not file properly in the emr. An incorrectly filed report in the emr could lead to delay in care. (B)(4).

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers.